Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. On event date, the pt underwent a primary right l5-s1 spinal root decompression. On event date, the pt presented with back weakness and soreness. The investigator noted the event as mild in intensity. Pt went through physical therapy with some improvement. The investigator noted this event as possibly related to the admin of adcon-l. The investigator noted a possible explanation for the event as known surgical result.